Event description:
This is a spontaneous case report received from a female consumer of unspecified age via regulatory authority (case# (B)(4)) in united states on 12-jan-2016. She had essure (fallopian tube occlusion insert) inserted on (B)(6) 2015 with lot number 922607. Consumer stated that she is allergic to nickel but she was unaware that essure contains nickel and she could not wear jewelry or earrings because of her allergy. Since placement, she has been lethargic, was diagnosed with hypothyroidism, and had constant utis (urinary tract infection), developed constant skin irritation around her mouth, neck and chest. Her periods have become so severe that she was always anemic. Her bleeding was so bad that her pad only hold it for maybe 10 minutes; blood gushes out of her in extreme amounts. Her hands were starting to feel weak, uncoordinated and stiff. She could not open pill bottles or pick up small objects. She was worry about developing another autoimmune disease like ra. She received novolog, insulin pump and synthroid as concomitant medications. An injury (disability/permanent damage) was mentioned but not specified and /or assigned to one of the events. Follow-up information received on 25-jan-2016 from consumer: case is now considered incident. Consumer had type 1 diabetes before (essure) and stated she was allergic to nickel and had essure placed sometime in (B)(6) 2012 (discrepant with information previously reported). She experienced hashimoto's hypothyroidism 6 months later, her face just breaks up all the time, and her chest was itching all the time. She went to a dermatologist. She changed soaps, but nothing worked. She never had this problem before. She experienced bleeding, so bad, she was anemic since essure. While she was having periods, she sits on toilet constantly. She had essure taken out about 4 weeks before this report. Her face was better, it was cleared up; she did not know if her period would be better. She did not know the lot number. Follow-up received on 05-feb-2016: essure hcp uterine perforation questionnaire received. Physician was added as reported. Patients date of birth, weight and height were provided. She had essure inserted in 2012. Physician stated that essure inserts were placed by other health care professional. The patient was seen at the end of 2015 stating she wanted them taken out. Essure was removed on (B)(6) 2015 by laparoscopy per patient request. It was not medically necessary to remove it. No pathology results, signs of infection, inflammation were reported. Ultrasound prior the surgery showed polyp in uterus. Patient also had uterine polyp removed which was causing heavy bleeding. No further information was provided. Company causality comment: this non-medically confirmed, spontaneous case report refers to a female consumer who had essure (fallopian tube occlusion insert) inserted and her periods have become so severe (blood gushes out of her in extreme amounts), and she had heavy bleeding (interpreted as genital bleeding). Her face just breaks up all the time. Essure was removed via laparoscopy. These events are serious and listed according to essures reference safety information. After essure insertion, abnormal genital bleeding and menses pattern changes may occur. In the present case, patient also had uterine polyp, which could be an alternative explanation for her periods have become so severe and heavy bleeding. However, given the nature of these events, a contributory role of essure cannot be excluded. Also, allergic reactions to essure are more commonly related to nickel sensitivity and its manifestations include skin itching, rash, eczematous dermatitis, and hives that resolve after device removal. Given the nature of the event her face just breaks up all the time and in the lack of an alternative explanation, causality with the suspect insert cannot be excluded. In addition another serious event (unlisted and unrelated) and non-serious events were reported. This case was upgraded to incident since device removal was performed. A product technical analysis is being sought.

Manufacturer narrative:
Quality safety evaluation received on 28-apr-2016: ptc global number (B)(4). For cases where a device failure during insertion is reported, we conduct an investigation of any returned device. No product was returned. We conducted a review of the manufacturing batch record and confirmed that final product testing for this lot was performed per requirements and the product met all release requirements. We are unable to confirm any quality defect or device malfunction at this time. There was no event reported which indicates a new technical failure mode for the device. Based on the available information no product quality defect was confirmed, therefore there is no reason to suspect a causal relationship between the reported medical events and a quality defect. The reported medical events are known possible undesirable event and not indicative of a quality defect per se. Company causality comment: this non-medically confirmed, spontaneous case report refers to a female consumer who had essure (fallopian tube occlusion insert) inserted and her periods have become so severe (blood gushes out of her in extreme amounts), and she had heavy bleeding (interpreted as genital bleeding). Her face just breaks up all the time. Essure was removed via laparoscopy. These events are serious and listed according to essures reference safety information. After essure insertion, abnormal genital bleeding and menses pattern changes may occur. In the present case, patient also had uterine polyp, which could be an alternative explanation for her periods have become so severe and heavy bleeding. However, given the nature of these events, a contributory role of essure cannot be excluded. Also, allergic reactions to essure are more commonly related to nickel sensitivity and its manifestations include skin itching, rash, eczematous dermatitis, and hives that resolve after device removal. Given the nature of the event her face just breaks up all the time and in the lack of an alternative explanation, causality with the suspect insert cannot be excluded. In addition another serious event (unlisted and unrelated) and non-serious events were reported. This case was upgraded to incident since device removal was performed. Based on the available information no product quality defect was confirmed, therefore there is no reason to suspect a causal relationship between the reported medical events and a quality defect. The reported medical events are known possible undesirable event and not indicative of a quality defect per se.

Manufacturer narrative:
This case was initially received via regulatory authority (FDA, reference number: mw5058733) on 12-jan-2016. The most recent information was received on 05-feb-2019. Quality-safety evaluation of ptc: for cases where a device failure during insertion is reported, we conduct an investigation of any returned device. No product was returned. We conducted a review of the manufacturing batch record and confirmed that final product testing for this lot was performed per requirements and the product met all release requirements. We are unable to confirm any quality defect or device malfunction at this time. There was no event reported which indicates a new technical failure mode for the device. Based on the available information no product quality defect was confirmed, therefore there is no reason to suspect a causal relationship between the reported medical events and a quality defect. The reported medical events are known possible undesirable event and not indicative of a quality defect per se. This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("chronic pelvic pain\pain"), rash ("my face just breaks up all the time/ rashes"), autoimmune thyroiditis ("hashimoto's hypothyroidism"), genital haemorrhage ("heavy bleeding/"), menorrhagia ("periods have become so severe / blood gushes out of me in extreme amounts./ excessive and abnormal bleeding during menstruation\ abnormal bleeding(menorrhagia)") and uterine polyp ("uterine polyp") in a 38-year-old female patient who had essure (batch no. 922607) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Medical conditions: type 1 diabetes uncontrolled with hba 1 c of 7.4%. 25 pound weight gain since getting essure. Concurrent conditions included nickel sensitivity, allergic rhinitis, stress, allergy, sneezing, nasal burning, itching, type 1 diabetes mellitus, drowsiness, malaise, thyroid infection, energy decreased, glucose high, abdominal pain, bloating, cardiac arrest, constipation, blood in stool, diarrhea, cloudy urine, urinary frequency, yeast infection, bruising and body mass index normal. Concomitant products included bupropion hydrochloride (wellbutrin) from 2013 to 2014 and sertraline hydrochloride (zoloft) from 2013 to 2014 for acute stress reaction, cetirizine hydrochloride from 2014 to 2017 and fluticasone propionate (flonase) from 2014 to 2017 for allergic rhinitis, insulin since 2003 for type 1 diabetes mellitus as well as insulin aspart (novolog), levothyroxine, levothyroxine sodium (synthroid) and metronidazole (gel para rosacea). On (B)(6) 2012, the patient had essure inserted. In august 2012, the patient experienced menorrhagia (seriousness criterion disability) and vaginal haemorrhage ("abnormal bleeding (vaginal, menorrhagia)"). In january 2013, the patient experienced rash (seriousness criteria medically significant and intervention required), dysmenorrhoea ("dysmenorrhea (cramping)") and fatigue ("fatigue"). In june 2013, the patient experienced anaemia ("anaemia"). In january 2014, the patient experienced alopecia ("hair loss") and was found to have weight increased ("weight gain"). In june 2014, the patient experienced hypothyroidism ("hormonal changes describe: hypothyroidism"). On (B)(6) 2014, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required). In march 2015, the patient experienced autoimmune thyroiditis (seriousness criterion medically significant) with lethargy and muscular weakness, coordination abnormal ("hands feel uncoordinated"), urinary tract infection ("constant utis (urinary tract infections)"), skin irritation ("constant skin irritation around my mouth, neck, and chest") and musculoskeletal stiffness ("hand stiff"). On an unknown date, the patient experienced genital haemorrhage (seriousness criterion medically significant), hypersensitivity ("allergic type reactions"), pruritus ("I itch on the chest all the time"), uterine polyp (seriousness criterion medically significant), uterine pain ("uterus pain") and gastrointestinal disorder ("gaastrointestinal"). The patient was treated with surgery (29dec2015,salpingectomy (bilateral removal of fallopian tubes), surgical removal of essure coils. And removal of uterine polyp). Essure was removed in february 2016. At the time of the report, the pelvic pain, dysmenorrhoea and uterine pain was resolving, the rash, menorrhagia, urinary tract infection, fatigue, alopecia and gastrointestinal disorder had resolved and the autoimmune thyroiditis, genital haemorrhage, hypersensitivity, anaemia, coordination abnormal, skin irritation, musculoskeletal stiffness, pruritus, uterine polyp, vaginal haemorrhage, hypothyroidism and weight increased outcome was unknown. The reporter provided no causality assessment for anaemia, autoimmune thyroiditis, coordination abnormal, genital haemorrhage, musculoskeletal stiffness, pruritus, skin irritation, urinary tract infection and uterine polyp with essure. The reporter considered alopecia, dysmenorrhoea, fatigue, gastrointestinal disorder, hypersensitivity, hypothyroidism, menorrhagia, pelvic pain, rash, uterine pain, vaginal haemorrhage and weight increased to be related to essure. The reporter commented: current weight 160 lbs. Operative findings: hysteroscopic findings were unremarkable within a retroverted uterus. The patient tolerated the procedure well . Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 22.2 kg/sqm. Hysterosalpingogram - on 07-dec-2012: result: total bilateral occlusion. ¿concerning the injuries reported in this case, the following ones were confirmed in patients medical record: fatigue, weight gain, vaginal bleeding. Quality-safety evaluation of ptc: for cases where a device failure during insertion is reported, we conduct an investigation of any returned device. No product was returned. We conducted a review of the manufacturing batch record and confirmed that final product testing for this lot was performed per requirements and the product met all release requirements. We are unable to confirm any quality defect or device malfunction at this time. There was no event reported which indicates a new technical failure mode for the device. Based on the available information no product quality defect was confirmed, therefore there is no reason to suspect a causal relationship between the reported medical events and a quality defect. The reported medical events are known possible undesirable event and not indicative of a quality defect per se. Most recent follow-up information incorporated above includes: on 5-feb-2019: pfs received: reporters were added. Reporter's information was added. New events added-vaginal bleeding , dysmenorrhea (cramping), fatigue, hair loss, hypothyroidism, weight gain, uterine pain, gastrointestinal problem were added. Event outcome of rashes, infections and,menorrhagia and pain(uterus) was updated as recovered / resolved. Concomitant conditions were added. Concomitant drugs were added. Lab test was added. Incident: we received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other non-conformances data; should any new and reportable information become available as a result, this will be provided in a supplementary report.

Manufacturer narrative:
This is a spontaneous case report received from a female consumer of unspecified age via regulatory authority (case# mw5058733) in united states on 12-jan-2016. She had essure (fallopian tube occlusion insert) inserted on (B)(6) 2015 with lot number 922607. This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("chronic pelvic pain"), rash ("my face just breaks up all the time/ rashes"), autoimmune thyroiditis ("hashimoto's hypothyroidism"), genital haemorrhage ("heavy bleeding/ ") and menorrhagia ("periods have become so severe / blood gushes out of me in extreme amounts./ excessive and abnormal bleeding during menstruation") in a (B)(6) year-old female patient who had essure (batch no. 922607) inserted for female sterilization. The occurrence of additional non-serious events is detailed below. The patient's concurrent conditions included nickel sensitivity. Concomitant products included insulin aspart (novolog) and levothyroxine sodium (synthroid). In (B)(6) 2012, the patient had essure inserted. In (B)(6) 2015, the patient experienced autoimmune thyroiditis (seriousness criterion medically significant) with lethargy and muscular weakness, menorrhagia (seriousness criterion disability), anaemia ("anaemia"), coordination abnormal ("hands feel uncoordinated"), urinary tract infection ("constant utis (urinary tract infections)"), skin irritation ("constant skin irritation around my mouth, neck, and chest") and musculoskeletal stiffness ("hand stiff"). On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), rash (seriousness criteria medically significant and intervention required), genital haemorrhage (seriousness criterion medically significant), hypersensitivity ("allergic type reactions"), pruritus ("I itch on the chest all the time") and uterine polyp ("uterine polyp"). The patient was treated with surgery (on 2016, underwent hysterectomy) and surgery. Essure was removed in (B)(6) 2016. At the time of the report, the pelvic pain, autoimmune thyroiditis, genital haemorrhage, menorrhagia, hypersensitivity, anaemia, coordination abnormal, urinary tract infection, skin irritation, musculoskeletal stiffness, pruritus and uterine polyp outcome was unknown and the rash had resolved. The reporter provided no causality assessment for anaemia, autoimmune thyroiditis, coordination abnormal, genital haemorrhage, musculoskeletal stiffness, pruritus, skin irritation, urinary tract infection and uterine polyp with essure. The reporter considered hypersensitivity, menorrhagia, pelvic pain and rash to be related to essure. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 24.7 kg/sqm. Quality-safety evaluation of ptc: for cases where a device failure during insertion is reported, we conduct an investigation of any returned device. No product was returned. We conducted a review of the manufacturing batch record and confirmed that final product testing for this lot was performed per requirements and the product met all release requirements. We are unable to confirm any quality defect or device malfunction at this time. There was no event reported which indicates a new technical failure mode for the device. Based on the available information no product quality defect was confirmed, therefore there is no reason to suspect a causal relationship between the reported medical events and a quality defect. The reported medical events are known possible undesirable event and not indicative of a quality defect per se. Most recent follow-up information incorporated above includes: on 31-jan-2018: event chronic pelvic pain, allergic type reactions was added and event abnormal bleeding during menstruation, rashes was clubbed with previously reported event. Case updated to potential legal case. Legal claim received. Essure legal manufacture has changed from bayer healthcare, llc, (B)(4) to bayer pharma (B)(4), and this report is being submitted as a follow up to a previous report submitted under the former legal manufacturer. Report type ¿initial¿ indicates here initial submission by the new legal manufacturer only¿. Incident: at the time of reporting, there is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
Data correction for us reporting: the code knh was replaced with hhs